Event description:
The calcar planer instrument (part number 9110-3003 and 9110-3002) used during a hip surgery on (B)(6) 2024 at the surgical institute of reading by the surgeon broke while grinding and torquing the broach trial. Metal shavings were found inside the instrument, there was no evidence of them being left in the patient's body. The surgeon completed the case using another size calcar planer, and the broken instrument was retrieved after the surgery.